Event description:
It was reported that this right ventricular lead exhibited high capture thresholds, loss of capture and pacing inhibition. The patient did not showed asystole due to these issues and stated that she had a hard fall on ice at the end of january, falling onto her back around that time. This lead could be turned up high enough to capture but was causing nerve stimulation. Additional information was received confirming this lead was explanted and replaced. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product is expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead exhibited high capture thresholds, loss of capture and pacing inhibition. The patient did not showed asystole due to these issues and stated that she had a hard fall on ice at the end of january, falling onto her back around that time. This lead could be turned up high enough to capture but was causing nerve stimulation. Additional information was received confirming this lead was explanted and replaced and it should be returning for analysis. No additional adverse patient effects were reported.